Event description:
Meter name: one touch profile. Strip name: lifescan one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: felt dizzy and sick in stomach. A pt reported the pt was repeatedly getting a reading of 43 on the meter. The pt's meter allegedly was inaccurately erratic. The result on the pt's meter was 43, 43, 43 (unit of measurement unknown). The result on another meter is 191mg/dl. The time difference between pt's meter and another meter is uknown. Treatment was insulin. No further info has been reported.